Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device detachment (slda) and tissue damage. It was reported that on (B)(6) 2016, 2 mitraclips were successfully implanted, reducing grade 4+ degenerative mitral regurgitation (mr) to grade 2+. The patient experienced heart failure symptoms of shortness of breath and fatigue. On (B)(6) 2018, an echocardiogram found that one clip detached from the posterior leaflet, but remained attached to the anterior leaflet (slda) and mr increased to 4+. Leaflet injury was suspected. It is unknown which clip had the slda. The other clip remains secure on both leaflets. On (B)(6) 2018, a second mitraclip procedure was performed, one clip was implanted to stabilize the detached clip and mr was reduced to 3-4+. The patient remained stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Lot #: the lot # is reported as unknown because it could not be identified which of 2 clips remained attached to one leaflet: 51001u152 or 51001u153 . The device was not returned for analysis. A review of the complaint history record was performed and did not indicate a lot-specific quality issue. The reported patient effects of dyspnea, worsening mitral regurgitation (mr), mitral valve injury (tissue damage) and worsening heart failure, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (flailed and prolapsed leaflet). The reported patient effects of worsening mr and mitral valve injury are due to the slda. A definitive cause for the reported heart failure could not be determined. The reported dyspnea and fatigue were likely the secondary effects of the worsened mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.